Event description:
On june 02, 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch utlralink meter was reading inaccurately erratic. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that on the late evening of the event day in 2009. He obtained blood glucose readings of "87 and 46 mg/dl" with the subject meter, performed approximately 1 hour apart. Approximately 5-10 minutes after obtaining the "87 mg/dl" result, the pt claimed he began to feel shaky and weak. The pt stated that he is on an insulin pump; however, it is unclear what action, if any, the pt took regarding his diabetes management at the time he obtained the result of "87 mg/dl." The pt reported that he treated self with juice within minutes of the onset of symptoms. It is unk if the pt was still symptomatic when he tested and obtained the reading of "46 mg/dl." At the time of troubleshooting, the cca noted that the pt was using the correct testing technique; however, the pt confirmed he was not cleaning the puncture are as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because, the pt claims he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.